Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Onset date/time of the urgency? Please provide the onset date/time of urinary infection. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the relationship between the tvt mesh and event of prolapse? What is the physician¿s opinion as to the etiology of or contributing factors to the reported events? What is the patient's current status? Surgeon¿s name? Product code and lot number of tvt implanted in 2009? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient with a history of pelvic static disorders, first operated on with a tot (tension-free vaginal tape) in 2009 due to stress urinary incontinence. Completion of a promonto-fixation via laparoscopy with mesh for prolapse repair, along with the placement of a new suburethral sling via tot on (B)(6) 2023. The patient quickly experienced a new deterioration in urgency leaks, as well as the emergence of urinary infections. On (B)(6) 2024, re-operated to remove the two strips (tot and tvt) via the vaginal route due to erosion. On (B)(6) 2025, partial removal of the promonto-fixation strip placed in 2023 and placement of a urinary sphincter. Additional information has been requested.